Event description:
It was reported that two days post filter implant, the patient was scheduled to have leg thrombolysis due to clotting. The physician performed a venogram and identified that the filter was tilted and two of the filter limbs were perforating the vena cava. The filter remains implanted and the patient is asymptomatic. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The device remains implanted; therefore, not available for evaluation. Case images were returned and reviewed. Implant images show the filter place in a normal configuration in the cava. From the additional images, it appears that a filter leg is perforating the cava; also it is possible that a filter arm is perforating the cava. However, from the images received, it is difficult to determine if the arm is perforating the cava. The filter appears to be slightly tilted, approximately 5-10 degrees; it is unknown if the slight tilt was due to imaging parallax and therefore cannot be confirmed. Based on the images received, the complaint is confirmed for perforation. The current IFU (information for use) states the following: potential complication: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.